Event description:
Patient reported her extension tubing was leaking (unknown date). Patient was advised that when tubing leaks. It needs to be changed. Patient did not report any issues/injury/side effects/adverse events as a result of the leaking tubing. Patient added this has happened multiple times (no further details on device given). The most recent time other than current time was a couple weeks ago. No other information or dates available. Is the defective tubing available for investigation? No. Did we [MFR] replace tubing? Not needed, patient has extras. Did the patient have backup tubing they were able to switch to? Yes. Was patient able to successfully continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? Change tubing. Reported to (B)(6) by patient/caregiver.